Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and a high impedance on one lead. The patient underwent a spinal cord stimulation (scs) system replacement procedure and was doing well post operatively. The explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 17590236 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 17656534 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 17463335 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 17517274 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30 serial number: (B)(6) batch/lot number: 17490443 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30 serial number: (B)(6) batch/lot number: 17490443 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI) #: (B)(4).